Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 29 apr 2024, it was reported that infusion set cannula was clogged. The symptoms were noticed 3 or more hours after insertion. The infusion set in use for 24hrs and was inserted in abdomen. The blood glucose at time issue was noticed 260 mg/dl. The issue was resolved by replacing infusion set and cartridge. No further information available.